Event description:
The device was used a laparoscopic procedure. Reportedly, the balloon ruptured. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.